Manufacturer narrative:
(B)(4), unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Breakage post-op. It was reported that the patient's indication is lumbar spinal stenosis, cauda equina syndrome, did the operation of l4/s1mm, internal fixation, laminectomy on (B)(6) 2005 in (B)(6) hospital of (B)(6) university. The patient left from hospital on (B)(6) 2005. The patient felt painful and checked in (B)(6) hospital, noted screw and node were breakage. Now the patient rejects to do 2nd surgery and sued hospital and j&j. This complaint involves three (3) devices.

Manufacturer narrative:
Product complaint (B)(4).